Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. Initial reporter contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 316.700, lot# f-15663. Manufacturing location: (B)(4), manufacturing date: jan 22, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that patient underwent surgery on (B)(6) 2016. During the surgery, a drill bit broke. There was no patient harm and the surgery was not prolonged. No fragments were left in the patient. The surgery was completed successfully. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the visual inspection has shown that approximately 20 mm from the fluted tip section is broken off. At the broken off portion, close to the tip, are bone residues visible. The cutting edges are in a used condition with slight signs of wear. The drill bit was measured and the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. A possible reason for the damage could be with bone material blocked flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Considering the bone residues at the tip, it is likely that this occurrence in combination with a mechanical overload situation has caused the breakage. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.